Event description:
After almost 1-1/2 years of successful cochlear implant use, this pt did not want to use their device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgeyr has not been planned yet.